Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device beeps constantly and fails the operational check. The fse evaluated the device onsite, and it was determined that the user was not performing the pacemaker test correctly. The user was instructed on the proper testing procedure, and the device passed functional testing. The device remains at the customer site, and no further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error in performing the testing procedure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The user was instructed on the proper testing procedure to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.